Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed lesion was located in the non-calcified and moderately tortuous right coronary artery. A 12mm x 3.50mm nc quantum apex balloon catheter was selected for pre-dilation and was advanced to the lesion without resistance. On the first inflation, the balloon ruptured at 10atms after being inflated for approximately 5 seconds. The device was removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).